Event description:
It was reported that prior to a procedure, the device was found to be in back up vvi (bvvi) mode. The device was not used in the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of pacemaker found in back-up mode was confirmed. The pacer was received in backup operation with battery voltage above elective replacement indicator (eri). Analysis of the device image revealed that the device went into backup mode due to reset error consistent with a hybrid component anomaly (an integrated circuit (ic) chip anomaly). The device was restored by reloading the product code. Electrical and mechanical analysis was performed and indicated normal device functionality. Backup operation could not be reproduced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.